Manufacturer narrative:
Product event summary: analysis confirmed the noisy ECG signal when trying to move the connector, as a result the link electronic module (lem) circuit board was replaced and calibrated. It could not be confirmed that the port used for slaving to the monitor was not reading clearly, software was reloaded as a preventative for unconfirmed issues. It was also noted that the power cord bay had a broken tab.

Event description:
It was reported that the programmer was having a lot of artifact on the electrocardiogram (ECG) channel. It was noted that the wires were checked, and ruled out. It was further reported that the port used for slaving to the monitor was not reading clearly, that an error message was generated and that the programmer was unable to connect with devices. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.